Manufacturer narrative:
The product's model/lot number was unable to be obtained and therefore full UDI information(d4) and 510k(g3) cannot be not provided.

Event description:
During the remote case support of a pvc case, during preparation there were issues with the connection of the beyond trust representative console which caused a delay. It could not connect to the dws even after rebooting the device and reconnecting the dws in the clinic. When clicking on the green dot for connection to the dws on the other end, the dws did not get any information about approving my request demand. Approximately 25 minutes was lost before a connection was established. The procedure was successfully completed after the connection was established.

Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6, h11. The reported event stated that "there were issues with the connection of the beyond trust representative console which caused a delay." Occurred. Abbott is unable to evaluate the product involved in this incident based on the information received. The cause of the reported incident could not be determined.